Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, a dissection occurred. Target lesion 1 was located in the right coronary artery (rca). The reference vessel diameter was 2.7mm; lesion length was 15mm. Pre-procedure 85% and post-procedure 0% stenosis. A 2.75x16mm liberte stent was implanted. There was not attempt made for direct stenting. Target lesion 2 was located in the rca. The reference vessel diameter was 3.5mm and the lesion length was 20mm. Pre-procedure 75% stenos, post-procedure 0% stenosis. A 3.5x20mm liberte stent was implanted. There was not attempt made for direct stenting. An unknown size liberte stent was implanted for a dissection in lesion 2. The procedure was a technical success. The patient was discharged two days later without anginal complaints or silent ischemia. Discharge medications were asa 100mg daily/indefinitely and clopidogrel 75mg daily/12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is a known physiological effect of the procedure noted within the directions for use.(B)(4): product unavailable for analysis.